Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported for gripper actuation issue from this lot. All available information was investigated and a definitive cause for the reported difficult to open or close (gripper actuation issue) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The grippers of the mitraclip delivery system (cds) ntr actuated correctly during functional inspection prior to use. The cds was advanced to the mitral valve and two grasps were performed without issue. The grasp was released to move the clip more lateral and a third grasp was attempted, but only one side of the grippers responded; there was no movement on the other side. The grasp was released and the mitraclip was retracted to the left atrium. The grippers were checked and responded the same; only one gripper lowered. The undeployed cds was removed from the anatomy. A new cds ntr was prepared and used successfully to complete the procedure. The mitraclip was implanted reducing mr grade to 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.